Event description:
While implanting an olecranon plate in the patient to treat a elbow fracture, a 2.7mm hexalobe screw was inserted in the plate and bone. While inserting, the tip of the driver broke off in the screw head. There was a 20 minute delay as a result of this driver issue.

Manufacturer narrative:
The returned product was visually examined under magnification. There was minimal wear shown across the body of the driver. At the tip of the driver, significant twisting was observed. Overall length was measured to confirm fracture point and approximate how much material was gone. The overall length measured approximately 3.324 inches from the end of the driver to the farthest point of the fracture surface, indicating approximately .056 inches had broken off the driver tip. The driver is broken straight across at the face and the face of the fracture shows circular lines across the surface as well as denting and deformation on the edges of the lobes. These signs are indicative of the driver being torqued to a shear force break. Additional MDR associated with this event: 3025141-2021-00132: screw.